Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high-resolution stereo viewers (hrsv) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The monitor was installed and tested on in house test system. System started up with no image on the left hrsv monitors, the screen was completely black. The unit will be returned to the original equipment manufacturer (OEM) for repair due to the console left eye remained completely blank.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, this reported event was confirmed. The fse went on site and replaced the high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued and isi has requested to have the high-resolution stereo viewer (hrsv) be returned for evaluation; however, the product has not yet been received at the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site¿s system logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system #(B)(4) matching the documented event details. The logs were reviewed/analyzed as part of the isi technical support engineer (tse) investigation during the service support call. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the right eye from the surgeon side console (ssc) was not working (blacked out) after the start of the procedure. Complaint investigation confirmed that the field service engineer (fse) replaced high resolution stereo viewer (hrsv) to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported after a da vinci assisted radical cystectomy with ileal conduit surgical procedure, the customer called to report that during the surgery the right eye from the surgeon side console (ssc) was not working (blacked out). The surgery was finished without delay using the other console. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and found error 45312 pointing to the endoscope or endoscope controller (ec). The customer restarted the console with power removal after the surgery, but the right eye did not come back. The procedure was completed with no report of patient harm, adverse outcome, or injury. Isi followed up with the surgeon and obtained the following additional information: the surgeon reported that he was ¿not sure when the incident happened as he was only made aware of it at the end of the procedure". The surgeon stated that his "console was working perfectly fine, and that the incident had no effect on length of operation¿.